Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 156 mg/dl. The customer did not want to perform troubleshooting. Advised to perform a complete set change as soon as possible. Customer refused to return the set and reservoir for analysis. The customer wanted a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).